Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, the surgeon was firing the 5th reload in the stomach and as it crossed the previous staple line, the excessive force screen was indicated on the handle. The surgeon waited for over a minute and tried to pulse fire the reload with no luck. The staple line was incomplete centrally. The reload was retracted and the surgeon removed the majority of the excess staples and reinforcement material. It was also noted that there were some unformed staples that the beam did not form in the stomach tissue. The surgeon continued the firing using a stapler from another manufacturer. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (sn: (B)(6)) sigadaptxl, sig power sigadaptxl linear xl adapter, (sn: (B)(6)) sigpshell, sig power sigpshell control shell, (lot #n3k2393y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload interlock was overridden again. Knife blade was exposed and damage was found. A damage to the instrument consistent with application over an obstruction. It was reported that there was partial firing, an excessive load detected during use and an issue with staple formation. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.